Event description:
During routine testing at installation of unit, customer reportedly noted the vaporizer interlock system was not functioning. Investigation/conclusion: the vaporizer was returned to the manufacturing site, and the pivot pin was found to be missing. The assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual. This is the first MDR involving a tec 6 vaporizer wherin the pivot pin was missing.